Event description:
It was reported that when attempting to connect the lead to the pulse generator, the setscrew could not be tightened and the click sound was not confirmed. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event was the set screw not being able to tighten. Analysis found medical adhesive which prevented the wrench from engaging the set screw inset to tighten.